Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replaced battery alert three times. Customer's blood glucose value was 150 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated auto mode was off and when they turned insulin pump back on it stated active insulin updating. Customer states they did not get a low battery alert and insulin pump was burn through batteries left and right and was turn insulin pump off. Customer states they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer states this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer states insulin pump went blank and they replaced battery and then insulin pump came back on and they taught things were fine. Customer was calling back with blank display after receiving new battery cap. Customer states the display was blank less than 30 seconds and then returned. Customer states display was not blank currently. Customer states battery cap was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. No unexpected low battery alarm, replace battery alert, replace battery now alarm, battery power loss alarm or blank display noted during testing.